Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Description from the customer report: "experienced back flow and zero flow mode even when there was significant flow. " (B)(4).

Manufacturer narrative:
An hls module 7.0 was returned to the factory and an investigation was carried out in the decontamination / complaints laboratory. The module was connected to a cardiohelp device. The flow sensor was fixed to the blood outlet tube. A circuit was set up, filled with water and the flow was slowly increased up to 7 liters per minute. All values were displayed normally on the cardiohelp display. No problems at all were noted. The ssu was asked to try to obtain the lot number and a photo of the hls set from the customer, however the lot number remains unknown, and there is no photograph of the disposable. The responsible life cycle engineer was consulted regarding the possible reasons why the customer observed the back flow / no flow mode. Considering that the flow sensor in conjunction with the complete system was tested in the complaints laboratory to be working as specified, the most probable root cause is that the sensor was attached to the hls tubing set the wrong way round. This could lead to a negative flow reading being displayed on the cardiohelp screen even though there is a positive flow in the system. Unfortunately, as no photograph is available showing how the sensor was connected to the tubing set, this most likely scenario cannot be verified. Based on the investigation and available information, the most probable root cause was determined to be a sensor mounted to the tubing in the wrong direction, and trending for this issue shows that there are no other similar cases. No further investigation or action is currently warranted in addition to continued periodic monitoring, and the complaint will be closed.

Event description:
(B)(4).